Event description:
It was reported that a spectrum pump failed volume accuracy test twice at 18.84. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'the volume test has failed twice at 18. 84' was not reproduced. Flow accuracy verification was performed and the device was within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.